Event description:
A complication was reported as having occurred three days following stent placement. No other information was provided.

Event description:
A complication was reported as having occurred three days following stent placement. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Complications are a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.